Event description:
This ra leas was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 due to possible fracture and high and low amplitude. The impedances were ranging from 200 to 3000 ohms. The physician was (B)(6). No other information is available. Additional information received that this lead was capped on (B)(6) 2016. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).